Manufacturer narrative:
The investigation is still in progess. A supplemental report will be provided after completion.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. Pcr confirmation testing was performed on (B)(6) 2021 and generated negative results. Repeat testing was performed on (B)(6) 2021 at the patient's pediatrician's office and generated negative results. The consumer is reporting for her daughter. Although requested, additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
Corrected information: g4: eua number corrected to (B)(4). Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.